Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "valve leak" device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings on radius side assessed as surgical damage. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Physician later reported reported leak around valve plug. Device has been explanted and replaced.